Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and reported condition of "will not lock in motor" was not confirmed. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all specs, was able to be secured into a motor, and no problems were observed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device will not lock in motor. Device was used in surgery. There was no pt or user injury, however, it is unk if medical intervention occurred. There was no add'l info provided.